Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The device was returned to a third-party service center and confirmed evidence of dust and tobacco contamination in the device during evaluation. The device's downloaded event log was reviewed by the manufacturer and found no error log. The device passed all final test. The device has been scrapped.